Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.

Event description:
It was reported it was reported that the patient had an electrical fault at 9 pod. The alarm can be regenerated by manipulating the driveline at the controller. Log files were reviewed and showed one electrical fault alarm logged on (B)(6) 2016 with a description of sys_rear_phase_b_open. A driveline connector cleaning was performed on (B)(6) 2016 . It was reported that two rounds of cleaning were conducted each lasting approximately 30 seconds. Minimal contamination was visible on and within the driveline connector. Within the male pins of the controller (B)(4) was a white/green material. Patient was off pump for a total 60 seconds. Patient did not tolerate pump off time very well.